Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement product did not resolve the initial concern, customer reported complaint for high blood glucose test results using the replacement products: internal report reference number (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 260, 283, 225, 265 and 194 mg/dl am fasting. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 12/31/2011 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history. As product is discontinued, customer was upgraded to true metrix product line.